Manufacturer narrative:
The device intended for use in treatment was returned for evaluation, establishing a relationship between the event reported. The visual inspection of the returned device found no faults. The functional evaluation revealed that the device failed blockage alarm test. With pump failure identified as the root cause. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances, however no further action is deemed necessary. This investigation is now complete with no further action deemed necessary, please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that the pump needs to be returned due to malfunction. The home health care nurse stated that the pump was not working in regards to suctioning any fluids from the wound site. A backup was available and there was no delay. The result of the investigation approved on 06nov2020 confirmed that device failed blockage alarm test.